Manufacturer narrative:
Evaluation of the returned pod pc revealed that the pusher assembly was fractured, the pull wire was retracted out of the pusher assembly and was not returned, and the embolization coil was detached. Due to the return damage, the reported complaint could not be confirmed, and the root cause could not be determined. Further evaluation revealed minor offset coil winds. This damage was likely due to advancement of the coil against resistance during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance encountered during the procedure.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure from the external iliac artery (eia) to the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), pod packing coils (pod pc), and a non-penumbra catheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully implanted two non-penumbra coils in the target vessel. While advancing a pod pc in the mid-shaft of the lantern, the physician experienced resistance. Subsequently, the physician retracted and removed the pod pc and flushed the lantern. While re-advancing the pod pc through the same lantern, the physician experienced resistance again. Therefore, the pod pc was removed. Next, the physician advanced a guidewire through the lantern to check for resistance. The physician then successfully implanted another pod pc in the target vessel using the lantern. While re-advancing the previously removed pod pc in the lantern, the physician experienced resistance again. Therefore, the pod pc was removed again. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.